Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6; h10. The end cap returned does show signs of use with some damage to the hex feature on the top side of the cap. There is also some damage around the hole of the end cap on the bottom side. The threads of the end cap are also damaged. Measured the end cap and both measurements are conforming to the print specification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: on (B)(6) 2025- intramedullary nail and screw fixation traverses a distal femur fracture. Alignment is anatomic. On (B)(6) 2025- the end cap of the nail is slightly retracted when compared to the earlier exam. Alignment in the ap view is unchanged. Right femur fracture with intramedullary nail and screw fixation. Slight retraction of the femoral nail end cap as noted review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a shoulder revision approximately four (4) months post-implantation due to the end cap becoming loose from the nail. During the revision, the end cap was replaced and the nail remains implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 14-444230; lot# 388220. G2: foreign - event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.